Event description:
It was reported that while a user was attempting to install a third party micromanipulator to the dovetail mount on an opmi ovena surgical microscope, the micromanipulator fell and hit the pt in the middle of the forehead. The pt required stitches to close the laceration before the tonsillectomy surgical procedure could continue. This led to a 30 minute delay in the procedure.

Manufacturer narrative:
An examination of the opmi movena dovetail mount found the user adjustable securing screw was bent to such a degree that it prohibited proper mounting of a micromanipulator. The damaged dovetail mount was replaced. The user manual has a section on micromanipulator mounting that includes the instructions "firmly tighten the locking screw", "check that the micromanipulator is securely seated", and "check this (focal planes) after mounting micromanipulator, before every surgical procedure (without pt)." The site was unwilling to provide pt info. Site contact info: (B)(6).